Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-04. It was reported that the cause of the volume discrepancy was not determined and it was unknown if the cause of the empty pump was determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml fentanyl at 125mcg/day via an implantable infusion pump for an unknown indication for use. The patient went into the doctor's office for a dye study due to a volume discrepancy. The hcp aspirated the catheter and was unable to get free flowing cerebrospinal fluid (csf). It was reported that 18ml should have been left in the pump, but a refill kit was used to check the reservoir and there was nothing in the reservoir. The pump was not beeping for low reservoir volume and no elective replacement indicator showed on the logs. The pump was refilled a week prior with 20ml. The pump was turned off as an intervention. The issue was resolved at the time of the report. It was reported that surgical intervention was planned. The patient's status was noted as "alive-no injury." No further complications were reported.